Manufacturer narrative:
Patient information was unavailable from the site. Event date is an approximate. This event occurred prior to servicing. The system was serviced and returned hardware parts analyzed in another event. See regulatory report # 3004785967-2019-01162 for the system checkout and analysis results of the returned hardware parts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was restarting intermittently by itself and required motion calibration before moving on. It was noted that the site refused to provide any further clinical or patient data and there was no reported impact to the patient outcome.